Event description:
It was reported that there was insufficient roll off. The patient was undergoing a radiofrequency ablation procedure on a hypervascularized renal tumor. An unknown leveen needle was being used with a rf3000 generator. Roll-off could not be achieved, possibly due to a connection issue with the grounding pads. The grounding pads were replaced and the issue persisted. The rfa procedure was aborted and the patient was treated with particles. There were no patient complications.